Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery. A 6x40mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced toward the target lesion, the balloon was inflated to nominal pressure but a pressure loss occurred and a leak was found near the sidearm. Another armada 35 was used to complete the procedure. There was no adverse impact to the patient and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).the returned device analysis identified a leak in the end of the hub which prevented the balloon from inflating. A search of the complaint handling database was performed and no other incidents were identified from this lot. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, abbott vascular (av) identified a product issue related to leakage at the hub. The cause of the hub leakage was related to manufacturing. Av performed further assessment of this issue per site operating procedures. Av implemented corrective actions to address this issue and will continue to monitor the performance of these devices.(B)(4).